Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with sustaining engineering led an evaluation of received one device opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The plunger and metal ring advanced and retracted properly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Account had lot number j5e1039mx in stock at the time the incident occurred. Expiration date: 05/31/2018; manufacturing date: 05/01/2015.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, the ecatch device was pulled out of the patient after being deployed. The device was inspected and it was noticed the plastic remnant usually on the ring was missing. The surgeon re-entered the abdomen and retrieved the remnant. The current patient status: stable.

Manufacturer narrative:
Confirmed that date of procedure and event was (B)(6) 2015.